Event description:
An impella cp catheter device failed in the cath lab today. This had no patient contact. The impella was being prepped and the physician was unable to extend the catheter shaft for insertion, then the sterile sleeve around the guidewire re-access sheath ripped. The clinical rep was present during this occurrence.